Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the sheath was removed and the clip was put down the scope. There was no issue noted when passing the device down the scope. The user then advanced the clip out of the scope and opens it to grasp the tissue however, it would not open. The device was removed from the patient. Outside the patient, the user tested the clip and noticed that it would not open or close. They then tried to release the clip from the catheter but it would not release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Reported issue of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was locked onto the bushing and would not open; however, it could be deployed. A kink was noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the sheath was removed and the clip was put down the scope. There was no issue noted when passing the device down the scope. The user then advanced the clip out of the scope and opens it to grasp the tissue however, it would not open. The device was removed from the patient. Outside the patient, the user tested the clip and noticed that it would not open or close. They then tried to release the clip from the catheter but it would not release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.